Event description:
Very little detail was provided with this report. It appears that the physician injected liquid via the medial lumen and the liquid exited via the proximal lumen. The insertions site was the jugular. The catheter was removed and replaced. Attempts to gather more details have been unsuccessful.

Manufacturer narrative:
(B)(4).